Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism and sleevehead.

Event description:
It was reported that during the implant attempt of the lead there were unacceptable low r-wave amplitude when the helix was extended. The lead was explanted and replaced. No patient complications were reported as a result of this event.